Manufacturer narrative:
Baxter received and evaluated the device. The device was tested for flow accuracy at 40 ml/hr and at the reported testing rate of 50 ml/hr and was found to pass within specifications. A visual inspection of the door hooks, cam shaft assembly, fingers, valves and associated pumping hardware was performed and no abnormalities that could cause or contribute to the reported symptom were observed. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported issue could not be reproduced during the device evaluation. The device was determined to meet all product specifications related to the reported event. The event history log review was completed and identified three programed infusions for magnesium on 01/09/2018, but did not note any events that indicated and/or contributed to the occurrence of an under-infusion. The reported under infusion was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump delivered at a lower rate or volume than programmed (under infusion) during therapy (dose and programmed amount unknown). The device was programmed to deliver magnesium at a rate of 50ml/hr in the labor and delivery department. It was reported that the device only delivered 10ml. There was no patient injury or medical intervention associated with this event. No additional information is available.